Manufacturer narrative:
G3: updating g3 to (B)(6) 2022 as it should have been submitted with that date on the initial medwatch report. G3: updating g3 to (B)(6) 2022 as it should have been submitted with that date on the initial medwatch report.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 134 mg/dl. The customer reverted to an alternate method in insulin therapy.